Event description:
The customer reported that the device was failing opcheck intermittently for defib and pacing.

Manufacturer narrative:
The customer reported that the device was failing opcheck intermittently for defib and pacing. A philips field service engineer evaluated the device at the customer site and found that the therapy pca had malfunctioned. Replacing the therapy pca resolved the issue.